Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a de novo chronic total occlusion in the distal anterior tibial artery with heavy calcification. A 5f non-abbott guide catheter was placed and a high-torque command guide wire was attempted to be advanced; however, could not cross the lesion due to the patient anatomy. On removal of the guide wire in order for further imaging to be performed, the tip of the guide wire was noted to convoluted. The tip of the guide wire was gently tugged [manipulated] outside of the anatomy and the coating fell off. A new command guide wire was used to successfully continue the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: visual and dimensional inspections were performed. The reported peeling and twisted material were unable to be confirmed since the separated portion of the polymer was not retuned. The reported failure to advance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported difficulties appear to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.